Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, trends and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Prior to distribution all zib6-35-125-5-140 devices are subject to visual inspection and functional checks to ensure device integrity. As per the instruction for use, (IFU) the zilver flex biliary stent is intended for palliation of malignant neoplasms in the biliary tree. It can be noted that according to complaint information provided, the device was planned to be used in the superficial femoral artery, which would be considered as off label use. Based on the information provided, no product returned and the results of our investigation, use error / off-label use contributed to this event. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
A stenting of the superficial femoral artery was being conducted. The stent was deployed over an .035 wire; which was inserted through a cook hi-flex ansel sheath. The balloon used during post dilation was another manufacturer's balloon. Following stent deployment, the other manufacturer's balloon was inserted into the vessel to post dilate the stent. During the balloon deflation, the technician twisted the balloon catheter in an effort to re-wrap balloon before removal from vessel. However, upon deflation of balloon, the stent was stuck to the balloon. When balloon was removed. A piece of the stent came out with the balloon and was attached to the fibers of the balloon. The stent remained in the patient's body and the fractured piece was removed as it was attached to the balloon. The physician placed another stent inside of the section that fractured and post angiography showed successful outcome.

Event description:
A stenting of the superficial femoral artery was being conducted. The stent was deployed over an .035 wire; which was inserted through a cook hi-flex ansel sheath. The balloon used during post dilation was another manufacturer's balloon. Following stent deployment, the other manufacturer's balloon was inserted into the vessel to post dilate the stent. During the balloon deflation, the technician twisted the balloon catheter in an effort to re-wrap balloon before removal from vessel. However, upon deflation of balloon, the stent was stuck to the balloon. When balloon was removed. A piece of the stent came out with the balloon and was attached to the fibers of the balloon. The stent remained in the patients body and the fractured piece was removed as it was attached to the balloon. The physician placed another stent inside of the section that fractured and post angiography showed successful outcome.

Manufacturer narrative:
(B)(4). Event still under investigation.